Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific corporation that an exalt controller was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure the image would flicker causing loss of visualization. The procedure was completed with the original device. There were no patient complications reported as a result of this event.